Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping on their own noted. Insulin pump was monitored in the oven for several days and no blank display noted. Device received with normal operating currents. No damage found on the lcd isolation tape noted. Device received with cracked display window corners and reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly and blank display. The blood glucose at the time of the incident was 3.6 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.